Manufacturer narrative:
B5: information added.

Event description:
It was reported that difficulty advancing the device occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) imaging. Venous access was obtained. A double curve watchman fxd curve access system (was) was inserted and advanced, yet the physician encountered difficulty getting the was through the septum. The physician decided to abort the case due to this issue and removed the was. Protamine was given by anesthesia for anticoagulation reversal. The patient had an allergic reaction to the protamine medication and was treated immediately. The patient was transferred to the coronary care unit (ccu) overnight as a precaution and is expected to fully recover and be discharged the following day. It was further added that the difficulty advancing the was due to patient anatomy. Versacross connect transseptal solution was also used in conjunction with the was to perform transseptal. The patient was discharged home.

Event description:
It was reported that difficulty advancing the device occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) imaging. Venous access was obtained. A double curve watchman fxd curve access system (was) was inserted and advanced, yet the physician encountered difficulty getting the was through the septum. The physician decided to abort the case due to this issue and removed the was. Protamine was given by anesthesia for anticoagulation reversal. The patient had an allergic reaction to the protamine medication and was treated immediately. The patient was transferred to the coronary care unit (ccu) overnight as a precaution and is expected to fully recover and be discharged the following day.